Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2meter was displaying inaccurate readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported obtaining a readings of ¿290 and 284 mg/dl¿ on the lfs meter. The patient did not report what medications he takes for his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date at an unknown time he developed symptoms of ¿headache, and sweating.¿ the patient did not report receiving any treatment in response to his symptoms. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.